Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the inserter is broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. The fracture occurred at the base of the pin-like feature, the wide oval-shaped stem mating feature remained intact. Previous investigations found the stem inserter was cyclically loaded in reversed bending resulting in high stress low cycle fatigue initiations and propagation to failure. No evidence of material or manufacturing defects was observed that could have contributed to the failure of this component. In addition, the date code (B)(4) indicates the instrument was manufactured in august of 2005 and is over 11 years old. Based on the performed investigation, corrective action is not needed. Continue to monitor complaint under (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.